Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced four events of infusion set bent cannula which led to high blood glucose from (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was arm. The blood glucose level was high and patient tried to treat it with correction injection via multiple daily injection. Later, the patient was hospitalized for the treatment of high blood glucose and received intravenous and fluids of saline and insulin as a corrective treatment. The trace ketones were found to be present. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.